Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as the lens was only partially inserted. Explant date: if explanted, give date: not applicable, as the lens was not implanted; therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was torn. It was clarified that the iol had minimal contact with patient's eye. The physician noticed the torn optic and removed the lens. There was no incision enlargement necessary as the lens barely touched the eye. The procedure was completed successfully with a backup lens. There was no patient injury of any kind and patient was reported fine.

Manufacturer narrative:
Device evaluation: visual inspection of the returned sample was performed at 10x microscope magnification. Fibers/particles were observed on the lens related to the handling the lens in a non-sterile environment. Residues of viscoelastic solution were observed on the lens which indicates that the unit was handled and prepared for surgical use. The lens was cut in two pieces. Also, one piece of lens was observed broken. The complaint issue reported was verified. The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.